Manufacturer narrative:
Concomitant medical products: 419478: lead. Implanted (B)(6) 2010, dtba1d1 crt-d implanted: (b)(6 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on the atrial channel. The lead remains in use. No patient complications have been reported as a result of this event.